Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of chest pain. Additionally, the patient reported 8 implantable cardioverter defibrillator (ICD) shocks. An electrocardiogram (EKG) revealed ventricular tachycardia (vt) with a heart rate >230 bpm. The patient was given a bolus of amiodarone then started on a drip. Still in vt, the patient was started on lidocaine bolus and drip. While the patient stayed in the critical care unit (ccu), they had polymorphic ventricular tachycardia. They then underwent synchronized cardioversion after being giving sedation; they were shocked with 200 joules with conversion to normal sinus rhythm. Additional information revealed wound culture was collected on (B)(6) 2021 due to yellow pus-like drainage at the driveline site. The culture found gram-positive for cocci in pairs and chains. The infection department recommended likely to be on long term antibiotics as purulent drainage continues. The patient remains on cefdinir 300 mg twice a day and fluconazole 400 mg daily with daily dressing changes. Additional information revealed that the patient had a supratherapeutic international normalized ratio (inr) of 4.3 as of (B)(6) 2021. Their warfarin was put on hold. Inr peaked at 5.4 on (B)(6) 2021. Heparin was started on (B)(6) 2021 when their inr lowered to 3.1. The patient was admitted on (B)(6) 2021 in preparation for surgical driveline rerouting. The surgery was performed because of the presence of the driveline infection and was complicated by close proximity to their colon. Fungal infection was found in the driveline site; antifungal treatment was started. The patient was afebrile and had a white blood cell count (wbc) of 6200. An abdominal wall culture from the operating room was positive for citrobacter freundii and infection disease (ID) was following for anitbiotics. The patient underwent driveline rerouting on (B)(6) 2021. The patient's arrhythmia existed prior to the left ventricular assist device.

Manufacturer narrative:
Main investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia, infection, and patient conditions could not be conclusively established through this investigation. The patient presented to the emergency department with complaints of chest pain. They experienced ventricular tachycardia (vt), and their implantable cardioverter defibrillator (ICD) shocked 8 times. They were given amiodarone and lidocaine and then they were shocked with 200 joules with conversion to normal sinus rhythm. The patient was also diagnosed with a driveline infection and they were started on long term antibiotics. They underwent surgical driveline rerouting on (B)(6) 2021. A post operation abdominal x-ray performed on (B)(6) 2021 was positive for ileus, which resolved without sequelae on (B)(6) 2021 after medication. They also had subtherapeutic international normalized ratio (inr) which resolved without sequelae on (B)(6) 2021. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were transplanted on (B)(6) 2021. No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia and various forms of infection as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.